Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defected catheter was found before use with a needle spinal s/su 22ga 3-1/2 in quincke. The following information was provided by the initial reporter, "stylet was longer than the needle."

Event description:
It was reported that defected catheter was found before use with a needle spinal s/su 22ga 3-1/2in quincke. The following information was provided by the initial reporter, "stylet was longer than the needle."

Manufacturer narrative:
Investigation: bd has been provided with a sample for catalog 405181 lot 8305709 to investigate for this record. The sample was received open from the sealed blister and included all assembly components, such as a blister package, needle/stylet and shield. The needle/stylet has an excessive stylet protrude. As a result, bd was able to verify the reported issue. At investigation, the condition was related to a mechanical failure regarding the platina, in which it allows movement of cannula/stylet during the molding process. A corrective action regarding the platina was completed on february 2019. DHR was performed and review of instrument calibration documented on the in process and final quality records were found within their calibration due date.